Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image due to poor contact of video connector. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the investigation results, the image was no image, could not be identified. Based on the facts obtained from investigation, since the phenomenon was reproduced at the inspection by the repair department, it is presumed that image is not displayed due to video connector socket failure. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable because evidence for defects caused by user misuse could not be obtained.¿ olympus will continue to monitor the field performance for this device.